Manufacturer narrative:
(B)(4). Add'l attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap gastric bypass, the device is working for a while in case then needle jams in instrument. No device fragment fell into the patient. To correct the condition they used a new device.